Event description:
It was reported that there was arcing caused by a breach in insulation.

Manufacturer narrative:
This complaint investigation was closed based on the device not received, therefore the reported failure mode was not confirmed. In the event that the device is received, the complaint will be reopened and the investigation will be updated with new results. Alleged failure: arcing. Probable root cause: material/design error. Excessive user force. Severe shipping conditions. Disposable tip rubbing against product. User error. The reported failure mode will be monitored for future reoccurrence. Manufacture date is not known.

Event description:
It was reported that there was arcing caused by a breach in insulation.

Manufacturer narrative:
The device manufacture date is not known at this time. However, should it become available it will be provided in future reports. Additional information will be provided once the investigation has been completed.